Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device communicated properly with the test guardian link transmitter and tested with glucose sensor simulator. Calibration functioning properly during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 455 mg/dl. The customer declines the troubleshooting for high blood glucose. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis.